Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels >500 mg/dl, while wearing the pod. The cannula was noticed to had dislodged from the infusion site. At the hospital, a new pod was applied.